Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The failure mode is a predicted failure mode in cases of hard bone without preparation of a pilot hole to the size specified in the instructions for use. As noted by the company representative, the pilot hole was not prepared using the 6.5mm biozip awl as recommended. As bone quality can be a difficult factor to estimate, the use of a smaller awl was likely from surgeon judgement during the case. Since the unit was not returned, a definite root cause could not be determined. If additional information becomes available, a follow up report will be issued. In sum, the product was not returned and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during an attempted implantation, the surgeon noticed that the eyelet of the reelx anchor broke on both of two anchors implanted. The eyelet fragment was retrieved with no significant surgical delay and the anchor remained functional to achieve the desired repair tension. A 5.0mm awl was used to prepare the pilot hole before insertion of each anchor.

Event description:
It was reported that during an attempted implantation, the surgeon noticed that the eyelet of the reelx anchor broke on both of two anchors implanted. The eyelet fragment was retrieved with no significant surgical delay and the anchor remained functional to achieve the desired repair tension. A 5.0mm awl was used to prepare the pilot hole before insertion of each anchor.